Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Neurologic events, such as stroke, are likely caused by thromboemboli and/or preexisting conditions and are a potential adverse event related complication in lvads. Vad patients are prone to thromboemboli for various reasons and require the use of anticoagulation to prevent thromboembolic events. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The IFU addresses guidelines for optimal patient management including medical management and therapeutic anticoagulation guidelines to minimize the risks. Thrombus is a potential event that may be associated with use of the product. The instructions for use (IFU) and patient manual provide guidelines on proper usage of the hvad system and programming hvad pump parameters. Moreover, the IFU provides instruction to further educate the patient about product safety, alarm management, and anticoagulation recommendations. The instructions for use (IFU) addresses guidelines for optimal patient management including having adequate and stable preload available. The pump is a fixed speed system. Low flow, average flow below the alarm threshold, may be related to poor vad filling. The instructions for use addresses setting of parameters for flow, power and watts. Guidelines for potential causes of alarms, assessment of the patient and device status along with related potential causes which can include right ventricular failure, hypovolemia, tamponade, arrhythmias, high blood pressure, inflow cannula obstruction, outflow graft kink are outlined along with potential actions to take. With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event.  There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event.  Though the root cause of the reported event cannot be conclusively determined; clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy, subtherapeutic inr, and related comorbidities.  In addition to required adequate anticoagulation, lvad pump candidates often possess several risk factors for intravascular coagulation which may include arterial and/or venous vascular disease, chronic low flow state and decreased immobility. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the mechanical circulatory support coordinator that the patient's controller was emitting "low flow" alarms during the evening of (B)(6) 2016 after the patient had consumed spicy chicken wings and began coughing violently, almost to a point of choking. The patient had been stable at home on support for 3 years. Vad coordinator "face-timed" the patient to assess and during their conversation, observed that the patient began to show signs of stroke. Patient was admitted to nearest stroke center for work-up. Vad flows were found to be 0.7 lpm (down from baseline 5s lpm). The patient's international normalized ratio (inr) was 2.7 with normal coumadin dose of 4 mg by mouth and aspirin (asa) 325 mg by mouth daily. Of note, the patient's inr a week prior to event was 1.4. The patient exhibited no other signs of hemolysis and was hemodynamically stable considering low flow. Echocardiogram (echo) showed ejection fraction (ef) to be 10%, av valve opening with each beat, normal right ventricle (rv) with slightly dilated left ventricle (lv). After confirmation with head computed tomography (CT) scan, neuro team diagnosed patient with embolic stroke. The patient was then transferred when stable the next morning ((B)(6) 2016) to another hospital for further work-up/ suspected outflow or inflow pump occlusion. Neurology team recommended discontinuation of anticoagulation for two weeks. Team was worried about high risk for conversion to hemorrhagic stroke. Because of neuro's recommendation not to anticoagulate, the team wanted to avoid any kind of pump-run to exchange pump. Because of patient's blood type and considering neurological event, likelihood of receiving a transplant was deemed low. Team worked-up patient to assess if native heart would be able to maintain stable hemodynamics with vad turned off/explanted. Device was decommissioned on (B)(6) 2016 and left in the patient's chest. Under fluoroscopy, a 14 mm plug was threaded into the proximal end of the outflow graft, closest to the pump outflow conduit. Four coils were then placed in front of the 14 mm plug. An additional 12 mm plug was then used to "sandwich" the coils and further reinforce outflow graft occlusion. Activated clotting time (act) was 147. A balloon was then placed in front and inflated for approximately 10 minutes to achieve hemostasis. Contrast was injected to ensure no flow was going through vad. Decision was made not to plug inflow cannula due to high risk for mobilizing any clot. Driveline was cut and buried. The last report received indicated that the patient remains hospitalized but was transferred to the step-down unit on (B)(6) 2016. Preliminary log file analysis performed on 11/9/2016 showed 60 low flow alarms logged since (B)(6) 2016. Starting (B)(6) 2016, there was a decrease in power below normal operating conditions. No further information was provided.